Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2006. At one day post-op the patient presented with diffuse lamellar keratitis (dlk), a flap lift and rinse was performed, the patient responded to treatment and the dlk has resolved. The patient's current ucva is 20/25. The patients pre-op bcva is unknown. The association between the event and the device is unknown.

Manufacturer narrative:
An intralase clinical applications specialist evaluated the facility's surgical, sterilization and cleaning technique and provided recommendations. The day before, an intralase field service engineer evaluated the laser, optimized power and performed preventive maintenance (pm). The laser performed within specifications.